Event description:
It was reported the pacemaker displayed both atrial and ventricular non physiological beats on the electrogram. This was not reproducible with isometrics. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.